Manufacturer narrative:
The intraocular lens was not implanted. Device evaluation: the device was received at the manufacturing site for investigation. The plunger was observed in advanced position. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Lubricant material residues were observed in the device. The cartridge tip was cracked and deformed. The lens was observed stuck at the cartridge tube and pushrod overrides it. The device was opened to verify the lens condition. Some scratches can be observed on the lens surface and one of the haptic was detached. The reported issue was verified. However, the condition in which the sample was received indicates that the sample was handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search on the complaint history performed in july 24, 2018 which revealed that (B)(4) additional complaint was received from this production order for plunger rod issue (the investigation on the case of plunger rod issue concluded that there was no indication of a product malfunction or a product quality deficiency.) Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center returned a pcb00 intraocular lens to johnson and johnson with a notation on the box indicating ''defective.'' No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).